Event description:
It was reported that the patient has expired after a implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
On 10/12/2009 (through follow-up with the health-care provider), a copy of the operative report was received. Unfortunately, the cause of death was not provided. Per the operative report, "the patient was taken to the c pacu in a very guarded position condition on high doses of multiple pressors....family discussions involved, the patient is quite guared and condition requiring very high doses of pressors and ongoing coagulopathy."the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
Literature: ardouin c, pillon b, peiffer e, et al. Bilateral subthalamic or pallidal stimulation for parkinson's disease affects neither memory nor executive functions: a consecutive series of 62 patients. Ann neurol 1999; 46:217-223. Summary: this article presents information to study the influence of bilateral stimulation of the subthalamic nucleus or the internal globus pallidus on memory and executive function in 62 patients with advanced parkinson's disease. Patients were assessed before and 3-6 months after implant. Reportable event: ten patients had intracranial bleeding or edema but had recovered without sequela by the time of the neuropsychological examination. MFR report # 3007566237-2009-08093.